Manufacturer narrative:
Product investigation summary: the following devices were received for evaluation: one inter-lock screwdriver (part 03.010.473 / lot 7854119); spiral blade inserter for retrograde femoral nails - expert (part 03.010.084 / lot 1467072); aiming arm for retrograde spiral blade locking (part 03.010.051 / lot 1505858). A device history record (DHR) review, visual inspection, functional test, and drawing review were performed as part of this investigation. The complaint condition for the aiming arm and spiral inserter is confirmed as the devices were received such that the inserter could not be fully advanced into the aiming arm. Chatter marks were observed along the spiral groove of the inserter. The aiming arm drawing was revised in january, 2008, which was intended to improve the functional interface between these devices. Since the aiming arm was manufactured prior to the design change, this complaint condition is determined to potentially be impacted by the design. Additional actions have been initiated for review. The aiming arm and spiral blade were received intact, but the spiral blade inserter shows chatter marks along the spiral groove. This spiral groove is intended to mate with the aiming arm ball bearings to control and allow insertion of the insertion handle. When tested functionally, the returned parts bind when the inserter has been advanced approximately one-third of the way through. The device cannot be advanced beyond that point. Thus, the complaint condition is confirmed, consistent with the reported condition, and can be replicated. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: although it was noted that the spiral inserter and aiming arm were used during a surgical case, the reported issue of sticking/jamming did not occur until sometime after the procedure in sterile processing. Therefore, no official patient involvement is being assessed for this case.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4): device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 14.mar.2006. Part # 03.010.084, synthes lot # 5204930, supplier lot # 1467072. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during cleaning of the devices at center sterile department it was noticed that tip of the inter-lock screwdriver is bent and spiral blade inserter is stuck into aiming arm. Sales consultant (sc) confirmed spiral blade inserter and aiming arm were used during case, but inserter was not stuck in the aiming arm during the case. Procedure went well without any issues. Sc confirmed no patient involvement. There is devices in this complaint. This report is 1 of 1 for (B)(4).